Event description:
I was implanted with essure in (B)(6) of 2010, for the reason of being satisfied with my family and not wanting to add anymore. In (B)(6) of 2013 I started getting daily migraines, severe bloating with periods to the point of not fitting into my jeans, and left lower pelvic pain. When I presented my doctor with these effects I was told essure was not related. I am currently still battling these effects and the migraines are worse. Essure pain is not tolerable and effects my daily life. I can't have sex without pain and bleeding.